Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. It was reported that when touching the skull base, the software showed the surgeon to be near the tumor. The surgeon described it as "showing to be shallow" but could not provide an approximate amount for the inaccuracy. They attempted to re-verify the probe but it was able to re-verify without issue. There was no delay to the procedure and no impact on the patient's outcome.

Manufacturer narrative:
A software analysis was initiated through log and archive analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.